Manufacturer narrative:
Concomitant medical products: 1688 lead, implant date (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited one high impedance measurement. The lead remains in use and the superior vena cava (svc) coil was reprogrammed out of the high voltage pathway and the audible alert for svc out of range as programmed to off. No patient complications have been reported as a result of this event.